Event description:
It was reported that following aortic valvuloplasty, the balloon could not be retracted through the introducer sheath. The introducer was removed with the balloon catheter together as a single unit. No report of pt injury.

Manufacturer narrative:
A mfg review could not be performed as the lot was not provided. The device was returned. Based on the returned sample, the investigation is confirmed for retraction issues. The instructions for use lists applicable complications and/or provides applicable warnings, precautions or use instructions.